Manufacturer narrative:
B5: description summary was updated due to the information received from the clinical specialist. H6: code c19: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The sheath was discarded at the facility and is not available for analysis. Code: e2402 was used to explain: ¿no vessel dissection or vessel coverage due to the intimal injury was reported. It was only reported that the intimal at the puncture site was turned up.¿ code: a2302 was used to cover that there was a strong resistance. The cause of the strong resistance was unknown. No vessel dissection or vessel coverage due to the intimal injury was reported. No measurement of the access vessel was provided. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Careful evaluation of vessel size, anatomy is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2023, this patient underwent an emergent endovascular treatment of a descending aorta aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system, and a gore® dryseal flex introducer sheath (dsf sheath) as an accessory in the procedure. The dsf sheath was inserted from the left common femoral artery. Reportedly, there was a strong resistance at the left external iliac artery; a pta ballooning was performed, and then the dsf sheath was advanced. No vessel damage was observed on the confirmation access angiography. However, when the physician began to close the wound, it was noted that blood flow was poor in the left peripheral region. A cutdown was performed and an intimal injury at the puncture site of the left common femoral artery was observed. The intimal injury was surgically repaired. The patient tolerated the procedure. According to the clinical specialist (cs), the cause of the strong resistance was unknown. The physician's comment the cs only obtained is: "it was unavoidable. It was lucky the access vessel did not tear/rupture." No vessel dissection or vessel coverage due to the intimal injury was reported. It was only reported that the intimal at the puncture site was turned up. No measurement of the access vessel was provided at this time.

Manufacturer narrative:
Code c20: a review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The sheath was discarded at the facility and is not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an emergent endovascular treatment of a descending aorta aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system, and a gore® dryseal flex introducer sheath(dsf sheath) as an accessory in the procedure. The dsf sheath was inserted from the left common femoral artery. Reportedly, there was a strong resistance at the left external iliac artery. A pta ballooning was performed, and then the dsf sheath was advanced. No vessel damage was observed on the confirmation access angiography. However, when the physician began to close the wound, it was noted that the blood flow was poor in the left peripheral region. A cutdown was performed, and an intimal injury at the puncture site of the left common femoral artery was observed. The intimal injury was surgically repaired. The patient tolerated the procedure.